Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint asr revision; right asr xl acetabular system; reason for revision: pain; date of revision (B)(6) 2012; update: all products added as per update email received 14 june 2012. Update - june 21, 2017 additional information received from crawford, added stem. This complaint was updated on july 4, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Asr revision. Right asr xl acetabular system. Reason for revision: pain. Date of revision (B)(6) 2012. All products added as per update email received (B)(6) 2012. On (B)(6) 2017 additional information received from crawford, added stem. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.